Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak that appeared to be coming from the waste chamber area in the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and goggles at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and reported that the vc11 (waste chamber) was leaking. The waste chamber collects blood, lyse, clenz and diluent. The fse replaced the drain lines and all other yellow stripe tubing coming off vc14 which collects liquid overflow from waste chamber. The fse verified repair per established procedures. The root cause is unknown to date. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory analyzer. (B)(4).